Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) had broken output connectors. It was indicated that the output connectors were contaminated. It was also indicated that the lower case was contaminated, the hanger was cracked, and the main printed circuit board (pcb) was out of specification electrically. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken output connectors. The epg was returned for service. There was no patient involvement.